Manufacturer narrative:
References the main component of the system and other applicable componets are: product ID 37743, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient received a power on reset (por) message on his remote and couldn¿t turn stimulation on. The rep reported that the por was cleared by in terrogating the battery. The rep reported that the issue was resolved at the time of the report.

Manufacturer narrative:
Other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. The patient believed that their hand held device must be broken. The caller stated that they changed the batteries and the device still doesn't work. The patient saw a warning por, and it was reviewed that the warning por needs to be cleared by a doctor. The caller stated that the batteries were acting like they were dead. The patient's device is charged and they were getting coupling bars. No further complications were reported or anticipated. No symptoms reported.